Event description:
The pt was revised because of disassociation of the meniscal bearing from the tibial tray.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause of the reported disassociation. The need for corrective action is not indicated.